Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the move study, a patient experienced groin swelling after use with three 6-12f mynx control venous vascular closure devices. An ultrasound was not performed, and medication was required. Ecchymosis was noted on a follow up visit. The device was used after an atrial fibrillation (afib) ablation using a non-cordis device. Venous access was gained with the use of ultrasound. Two unknown 8.5f sheaths and one unknown 10f sheath were used. Hemostasis was maintained after 5 minutes. The devices were successfully deployed. The patient received intraprocedural heparin and 30mg of protamine was administered. The activated clotting time (act) was 268 seconds. Procedural time was 52 minutes, and time to ambulation was2.47 hours. The device is being returned for evaluation.